Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded one high, out-of-range (oor) pacing lead impedance (pli) measurement which was detected via the patient remote monitoring system. However, other pli measurements were noted to be stable. Boston scientific technical services (ts) suggested further observing the patient and conducting a follow up check if issue reoccurs. Additional information received stated that testing was performed that resulted to normal measurements. When isometrics were performed the ra lead pacing impedance measurement increased but not out-of-range (oor). It was not known if x-ray was performed but the patient was advised to have one. When the patient remote monitoring system was reviewed, the new impedance measurements have been normal as well as the other lead measurements. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.